Event description:
Customer reported after cleaning the device lens after use, device generated a result without a strip inserted. Device = 40 mg/dl. No treatment. A request was made for return product and replacement product was sent.